Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Two (2) devices were received in used condition without original package. Both devices were visually inspected under normal conditions of illumination and then filled with 5cc of air to see if there was any functional problem; the cuff would not inflate for both devices confirming the customer complaint. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. A root cause was traced to manufacturing and this issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a procedure in the operating room a trach was pulled for placement when the nurse noticed the balloon would inflate on the shaft portion. Another trach was pulled from a different lot number and did not inflate. No injury was reported.